Manufacturer narrative:
Manufacturer's investigation conclusion: the system monitor (pn 101214) was built in oct 2013. The packaged system monitor (pn 1286) was placed into inventory on nov 13, 2013. The unit was shipped to the customer on nov 27, 2013. The unit was last serviced in may 10, 2017 ¿ (B)(4) software loaded onto the system monitor. The main pcba was installed into the system monitor when the unit was built (nov 2013). The reported event, of the system monitor with a blank screen, was confirmed when the unit was evaluated by technical service. The unit was repaired by replacing the main pcba. The repaired system monitor was tested and returned to the customer. The main pcba was evaluated and the backlight power circuit was not functional. The signal to turn on the backlight ic (ref: (B)(4)) was not present. A damaged switching transistor was found (ref: (B)(4)). Per device build records, the main pcba was installed in the system monitor when the unit was built (nov 2013). Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) and heartmate ii lvas IFU. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU and the heartmate ii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor would not turn on.